Event description:
A 7 french balkan sheath was placed (in the pt's left groin) with the distal tip reaching the common iliac artery. Using a road mapping technique and fluoroscopic guidance, stenting and angioplasting of the distal vessel was performed with success. As the physician was removing the balkan sheath, the sheath retracted to approximately the common femoral artery on the left and the sheath broke. The sheath was stabilized with a hemostat and a vascular surgeon was consulted. An attempt was made to remove the retained portion, but the sheath broke again. At this point, the pt was taken to an operating room for removal of the retained portion of the sheath.